Event description:
It was reported that a patient presented in-clinic for a routine generator change procedure. Prior examination of the patient's left ventricular (lv) lead revealed chronic high capture thresholds. The lv lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.